Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reporting via phone call that the insulin pump over-delivered bolus. Customer blood glucose reading was 239 mg/dl. Customer parent took the customer to a emergency room. Customer parent stated that the customer was fine while on the phone but still will be going to emergency room. Insulin pump will not be returning for analysis.